Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and 10 months later had pain in pelvis. Consumer contacted a doctor, visited a gynecologist and reported physical therapist and psychiatrist as treatment. Diagnoses after tests included possibly too tight pelvic floor muscles, fear and depression disorder (pelvic floor therapy was reported). Pelvic pain is listed in the reference safety information for essure. Considering that essure may pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems, problems with daily activities) and since no further information will be obtained, the case was conservatively regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 19-mar-2016 and forwarded to bayer on 04-aug-2016. Consumer's medical history included allergic for epoxy resin, chrome and rubber excipients (among which plasticisers). She mentioned that was treated for a borderline tumor on the left ovary. The physician thought the complaints around the ovulation could have been related to scar tissue. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. She was (B)(6) at time of essure insertion. Gastro-intestinal complaints, heavier menstruation and excessive sweating started 6 months after essure insertion. Pain during ovulation, pain during menstruation, pain in pelvis/hips and pain in abdomen started 10 months after essure insertion. She also had depressive feelings, loss of libido, tiredness, memory loss, concentration problems and changed stool. Essure influence in daily life included problems with movements, work-related problems, problems with daily tasks and relation and/or family problems. She stated that work was only possible with painkillers. During menses she could not go out due to fear for blood going through sanitary towels (she uses the heaviest tampons and sanitary towels aimed for night, within 1,5 hour change is necessary). Consumer contacted a doctor, visited a gynecologist and reported physical therapist and psychiatrist as treatment. Gynecological and psychiatric examinations were reported as actions due to events. Diagnoses after tests included possibly too tight pelvic floor muscles, fear and depression disorder (pelvic floor therapy was reported). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and 10 months later had pain in pelvis. Consumer contacted a doctor, visited a gynecologist and reported physical therapist and psychiatrist as treatment. Diagnoses after tests included possibly too tight pelvic floor muscles, fear and depression disorder (pelvic floor therapy was reported). Pelvic pain is listed in the reference safety information for essure. Considering that essure may pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems, problems with daily activities) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs